Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was evidence of call service (cs 078) alarms observed in the black box. The pump could not be exercised for 24 hours due to cs 078 alarms being emitted. The pump case was removed and internal moisture damage was found on the motor flex connector. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.